Event description:
The physician used a wilson-cook six shooter saeed multi-band ligator with an endoscope that has an outer diameter of 9.0mm to complete a variceal ligation procedure. Upon completion of the procedure and removal of the endoscope, the barrel detached and lodged in the pt's esophagus. The barrel was retrieved from the pt with grasping forceps. The pt was given additional sedation and reintubated twice to facilitate removal of the barrel. An injury to the pt did not occur.